Event description:
It was reported that the device had failing patient side occlusions test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the device had failing patient side occlusions test which was not identified during the customer call. The tech support instructed a guidance for failing patient side occlusions test and also recommended to replacing parts and return the module to the factory. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.